Event description:
Per the independent repair center, the customer alleged problem is there is no o2 light. The key failure is the pc board fell off the control panel so no lights were showing.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.